Event description:
The facility had indicated that the pt had a pre-existing condition of weak zonules and a pre-existing capsular tear prior to lens implant. The surgeon attempted to implant the lens and removed it due to the pre-exisitng capsular tear. An anterior vitrectomy was performed. It is unknown what caused the original tear.